Event description:
A hospital in (B)(6) reported that there was water leakage from the water feed set of an mr290 vented autofeed chamber. This was found prior to patient use.

Manufacturer narrative:
(B)(4). We are currently endeavouring to obtain further information with regard to this complaint. We will provide a follow-up report upon receipt and completion of our investigation.

Event description:
A hospital in (B)(6) reported that there was water leakage from the water feed set of an mr290 vented autofeed chamber. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint chamber has not been returned for evaluation. Our analysis is accordingly based on the event description and our knowledge of the product. Without the return of the complaint chamber we are unable to determine the root cause. However, based on findings from similar complaints, the feedet tube was most likely leaking due to insufficient glue having been applied between the tube and waterbag spike. A lot check revealed (B)(4) other complaints of this nature for this lot number. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset would be identified during this process. This product would have failed the final pressure test if in a broken state during testing. As part of our ongoing product improvements, (B)(4). Our user instructions which accompany the mr290 state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).